Manufacturer narrative:
The product was not returned. One photo was provided which showed part of an implanted single-piece lens. What appears to be a chipped area was observed at the edge of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge, handpiece, and viscoelastic were indicated. The root cause could not be determined. The lens remains implanted. Based on the provided photo the pictured area of the single piece lens showed a chip on the edge not scratch. It is difficult to make a final determination without evaluation of the physical sample. Based on review of the returned cartridge the lens/plunger may not have been in an acceptable position for advancement. The damage observed to the tip of the used cartridge (large aneurysm and heavy stress) typically occurs if the lens is not positioned/folded correctly for advancement and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge without causing damage. The placement of the lens damage and the cartridge tip damage would support the plunger was not in a proper position for delivery. Information was provided that adequate ovd was used in the cartridge and the lens was delivered within 2 minutes of loading. Residual ovd observed may indicate the cartridge was not filled as indicated. The handpiece IFU instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The monarch cartridge IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). Results of the product evaluation were provided to the training group and global quality customer affairs the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of damaged lens. The lens had small detects on the edge and left implanted. Additional information was requested.